Event description:
A 1.0mmx35cm nitinol guidewire used in surgery case, 1 inch of the guidewire remained in the biosteon screw when surgeon placed it. Broken portion of wire was completely encased within the screw, not visible within the joint. FDA safety report ID# (B)(4).